Manufacturer narrative:
The cannula of the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula. Cracks were also observed near the location of the fracture. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by a combination of the material and uneven wall thickness of the cannula. The material can become brittle when exposed to a lipid saturated environment for long duration of time. The robot mount and uneven wall thickness could cause the cannula to be more susceptible to damage. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur. This report represent the initial and final report.

Event description:
Procedure performed: "davinci assisted thoracotomy wedge resection" event description: "the pa was sliding the instrument thru the cannula with no stress or tension on the plastic and the lower third of the plastic broke off in the patients pleural cavity." Patient status: no patient injury.